Manufacturer narrative:
One device was returned for repair. Review of service history found no relevant information. Complaint that the downstream occlusion (dso) sensor was not functioning was confirmed. Replaced dso sensor and seal. Probable cause of primary problem was the dso was unplugged. Ran functional test to confirm repair. Updated software, and device was running normally.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error. The downstream occlusion was damaged. The event occurred during testing. There was no patient involvement, no patient injury was reported.